Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a long (8cm) and tortuous abdominal aortic aneurysm. It was reported the patient was not a candidate for open surgical repair due to age and other health issues. After the bifurcated stent graft was implanted, the ipsilateral limb was not long enough to make it into the iliac artery due to the aneurysm length. An aneurx iliac limb was required to be implanted; however, wire access was lost. Another wire was inserted, after which the iliac limb was deployed. The iliac limb was found to have deployed outside the ipsilateral limb because the wire had not been inserted into the stent graft. The iliac limb was pushed against the aneurysm sac and another aneurx iliac limb accurately implanted to exclude the aneurysm. The final angiogram showed good results. At 24 hours from the implant the patient had leg ischemia and was paralyzed from the waist down. The physician believes that the lumbar artery was occluded and that this occlusion may be related to shower of thrombus during the procedure. The patient remains paralyzed.